Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had some issues with the interstim not working very well (it sounds like maybe the leads were not in place or something, but they wasn¿t sure). They still has life left on her battery. They went to the doctor when that¿s happened. They will be making another appointment soon.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va22xna implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 03-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va22xna implanted: (B)(6) 2020: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they contacted their doctor on (B)(6) 2025. Patient stated the most likely cause was a possible battery issue. Patient stated that the lead was too loose and was putting pressure on the nerve. Patient stated they added an antibacterial sleeve around it. Patient stated now it seems to stall out and needs to be reset a few times. They have an appointment to see if the battery can be changed out or upgraded. The issue was not yet resolved.